Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 227 mg/dl. The customer was treated with insulin drip. Customer was in emergency room. The customer also stated that they did not allege insulin pump was under delivering. Customer stated that auto mode feature was not active. Customer was performed high pressure test and it was passed. The insulin pump will not be returned for analysis.